Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops of insulin were seen exiting the infusion set tubing or cartridge tubing. Reportedly, the supplies were changed to address the event. Blood glucose was 176 mg/dl.